Manufacturer narrative:
This report was prepared by rep. Method: the complaint device is not available for evaluation. We are trying to obtain further info from the complainant. Our investigation to date has been carried out based on the event description. Results: our records indicate that this is the only complaint of this nature received for the given lot number. The event description suggests that the device was out of specification. Conclusions: this is an unusual event. The device was out of specification. We will continue to monitor all complaints for this type of fault.

Event description:
A hospital reported to our distributor that, the inspiratory and expiratory connections of an rt210 breathing circuit, where the heated wire probes enter the back of the circuit, there seems to be a loose or none heat sealed connection. They alleged that the fitting seems to come apart.